Manufacturer narrative:
Concomitant product: 4024-58 lead; implanted: (B)(6) 1997.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, oversensing of noise on the pacing analyzer, and was unable to capture due to a confirmed fracture. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.